Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-apr-2023 h6: investigation summary one sample and photo received by our quality team for investigation. Upon visual evaluation, one of the grips was cracked. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. If the injector has been forced while engaging, the grips can also get damaged. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that chemotherapy medicine leaked from the bd phaseal¿ optima injector (n35-o) and mating component during use. The following information was provided by the initial reporter: "incident using the injector n35-0, in the npr today. A technician was pulling chemo from a small vial of halaven, into a syringe, when it popped off. This caused chemo to splatter all over the front of the hood. The spring inside of the injector came out as well. I witnessed the technician compounding, and saw no issues with her technique."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that chemotherapy medicine leaked from the bd phaseal¿ optima injector (n35-o) and mating component during use. The following information was provided by the initial reporter: "incident using the injector n35-0, in the npr today. A technician was pulling chemo from a small vial of halaven, into a syringe, when it popped off. This caused chemo to splatter all over the front of the hood. The spring inside of the injector came out as well. I witnessed the technician compounding, and saw no issues with her technique."